Event description:
It was reported by the user site that on (B)(6) 2026, during a selenia dimensions 3d 6000 package system procedure, the gantry repeatedly shut down during attempted image captures while positioned for angular views. The user site reported that the gantry had to be powered back on through the acquisition workstation software to continue imaging and that the shutdown occurred at least once per patient. The user site reported that there were no alarms or faults accompanying the shutdown and that no unusual motion, shaking, or jerking was observed. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device on may 11, 2026, and observed that the gantry rotated from approximately 90 degrees to 88 degrees without being touched. During investigation, the fse found that a rotation switch on the gantry was loose and may have been making contact when the gantry was in the 90-degree position. The fse replaced the switches on both sides of the gantry and tested the system.